Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient who received super poligrip (formulation unknown) over a period of 13 years for denture adhesion. At the time of the filing of the claim, the patient (B)(6) had been wearing dentures for 13 years. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). In 2008, the patient was "diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." The attorney claimed "this copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user. While cessation of super poligrip generally results in a return to normal zinc and copper levels, symptoms generally do not improve. The former user is thus left with permanent, profound personal injuries, and enduring disabilities." This case was assessed as medically serious by the gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).